Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt is reporting blurry intermediate vision. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 05/20/2008 and 06/06/2008 by phone, mail and fax. A completed questionnaire has not been received.